Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: mirtazapine. Concomitant products included docusate sodium, fluticasone propionate;salmeterol xinafoate (advair), ipratropium, salbutamol (albuterol) and tramadol. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("allergic or hypersensitivity reaction type:nickel allergy"), connective tissue disorder ("autoimmune disorder type of disorder: connective tissue disease"), tooth disorder ("dental problems"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia"), vaginal discharge ("vaginal discharge") and haematuria ("bladder or urinary problems or changes: hematuria") and was found to have antinuclear antibody positive ("blood or heart disorder/condition type: positive ana") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), alopecia ("hair loss"), inflammation ("inflammatory issues") and pain ("pain (throughout the body)") and was found to have biopsy kidney ("renal biopsy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (b))(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, connective tissue disorder, antinuclear antibody positive, bacterial vaginosis, migraine, anxiety, rash, skin disorder, fatigue, gastritis, hiatus hernia, vaginal discharge, haematuria and biopsy kidney outcome was unknown and the alopecia, weight increased, inflammation and pain was resolving. The reporter considered allergy to metals, alopecia, antinuclear antibody positive, anxiety, bacterial vaginosis, biopsy kidney, connective tissue disorder, fatigue, gastritis, genital haemorrhage, haematuria, hiatus hernia, inflammation, migraine, pain, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs was received. Previously added injury nos was replaced with pelvic pain. New events abnormal bleeding (general), nickel allergy, connective tissue disease, hematuria, positive ana, dental problems, bacterial vaginosis, migraines / headaches, anxiety, rashes or skin conditions, fatigue, gastritis, hiatal hernia, hair loss, vaginal discharge, weight gain, inflammatory issues, renal biopsy, pain (throughout the body) were added. Date of insertion updated. Date of removal was added. Aka name was added. Concomitant drugs were added. Event outcome were added. Event onset dates were added. Lab data was added. Patient demographic was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.